Manufacturer narrative:
On (B)(6) 2019, mentor received additional indicating that the deflation was further confirmed by a mammogram performed on (B)(6) 2018, and that the device will be explanted on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced bilateral pain and deflation on breasts implants. The bilateral deflation was diagnosed by a sonogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant, see manufacturer report number 1645337-2018-05993 for contralateral prosthesis.

Manufacturer narrative:
Additional information was received on 11/5/2019 indicating the complaint device is a non-mentor product. Therefore, no further investigation will take place. Manufacturer¿s reference number: (B)(4).